Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported deformed soft tip was likely due to the difficulty insertion. However, a cause for the reported difficulty inserting cannot be determined. The patient effects of vascular dissection, death, and unspecified tissue injury cannot be determined. Vascular dissection, death, and unspecified tissue injury are known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 2524.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, medial prolapse, and dilated atrium. A steerable guide catheter (sgc) was prepared. However, resistance was encountered while advancing the sgc. The insertion of the scopy system was not optimal, and the operator could not easily control the advancement of the sgc effectively from the puncture site through the vena cava, to the right atrium. Unable to make progress, an angiogram was performed. Tortuosity of the tip of the sgc dilator was observed. It was stated by fluoroscopy the tip of the sgc dilator curved like an s into the vein. Subsequently, this situation had caused a lesion to the vein, explaining clinical instability of the patient during the procedure. The first clip had been implanted. For the second clip, the complex anatomy added to the clinical instability of the patient. Therefore, a decision was made to stop the procedure. The mr was reduced to a grade of 3. There was no clinically significant delay in the procedure. On (B)(6) 2025, the patient died. A chordae rupture with functional restriction on the lateral side was noted. In the physician's opinion, the cathlab condition was not optimal, pre-existing to the procedure, the patient's health condition was already advanced, and the sgc maneuver may have contributed to the event.